Manufacturer narrative:
Additional info will be provided, once the investigation is complete.

Event description:
It was reported that the hours for the bulb are running too short and the device displays an e-1 error message.